Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and had gone into ¿diabetic shock¿. Reportedly, the customer fell and needed to get staples on the head. Customer alleged that the pump delivered more insulin than intended. Customer declined follow up and troubleshooting with tandem technical support, therefore, a root cause could not be determined. No additional information was provided.